Event description:
It was reported to philips that the device was unable to x-ray after a reboot. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site found the x-ray computer (pc) was not fully booting. After replacing the x-ray pc, the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a planned non-emergency treatment, which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed that x-ray-pc did not start. Upon functional testing, fse found that the x-ray pc hard disk drive (hdd) was not detected by the pc. To resolve the issue, fse replaced the x-ray pc and both drives (hdd and solid-state drive), restored the system configuration, and uploaded the epx database. After the replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.